Manufacturer narrative:
Findings: blank display due to faulty unable to confirm alarm or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed an external flash error and counted down. The screen was currently blank. The alarm did not occur during the rewind and prime sequence. The customer¿s blood glucose level was 79 mg/dl. Troubleshooting was performed. They were unable to perform the self-test due to the blank display. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.